Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the device had possible early battery drain due to high thresholds on the left ventricular lead. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.